Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pd fluid color change and loose motions. The cause of the events were unknown. Five days prior to the peritonitis diagnosis, the patient experienced pd fluid color change. Two days prior to the peritonitis diagnosis, the patient experienced loose motions. The cause of the events were unknown. A day after the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5 days, ongoing), amikacin injection (50mg, intraperitoneal, ongoing), reflin injection (500mg, intraperitoneal, once daily, ongoing) and fortum injection (500mg, once daily, intraperitoneal) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. On an unknown date, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.